Event description:
Patient here for uteroscopy for removal of kidney stones. Conmed pressure infusor used to expand ureter to allow for removal of stones. Md asked for conmed pressure infusor to be set at 150 psi. Rn flipped the toggle switch to pressurize, turned the pressure knob, verified the initial pressure was zero, watched pressure increase to 150 psi, and then locked it. A few minutes later, md noticed pressure from conmed had continued to rise (even though the device was locked up), up to ~800 psi. Rn immediately depressurized the bag. Patient sustained temporary stretch injury to ureter. Staff later review manufacturer's instructions and noted this warning: "do not use for distension of the operating field, e.g., not for use in procedures including . . . Cystoscopy."